Event description:
It was reported that the customer's insulin pump had condensation inside the display screen. The insulin pump was exposed to sweat. Her blood glucose level was not reported. The customer also saw a scratch on the lower right hand side of the display screen. She was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the lcd window, cracked case near display window corners, and cracked reservoir tube lip. No moisture damage was note on the electronic assembly.